Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the returned sample. Bd received one 20ga insyte autoguard bc unit within an undamaged open package from lot number 8253744. Through the visual/microscopic examination the needle hub assembly was partially retracted with the activation button completely depressed. The unit was confirmed to have a bound spring and no other anomalies or damage were observed. A functional test attempted to be performed however there was no opportunity to push the button out. The slightest manipulation to the needle resulted in the needle fully retracting within the barrel. The reported issue was confirmed. The bound spring was found to have hindered the needle from fully retracting. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that after the bd insyte¿ autoguard¿ bc shielded IV catheter had been used on a patient, the button was pressed but the needle would not retract. The following information was provided by the initial reporter, translated from dutch to english: "bd insyte autogard bc ref 381034 was used on the patient. When the user wanted to remove the needle and press the button, the needle will not retract."

Manufacturer narrative:
H: 10: corrected information: f. Device codes 1536 .

Event description:
It was reported that after the bd insyte¿ autoguard¿ bc shielded IV catheter had been used on a patient, the button was pressed but the needle would not retract. The following information was provided by the initial reporter, translated from dutch to english: "bd insyte autogard bc ref 381034 was used on the patient. When the user wanted to remove the needle and press the button, the needle will not retract."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the bd insyte¿ autoguard¿ bc shielded IV catheter had been used on a patient, the button was pressed but the needle would not retract. The following information was provided by the initial reporter, translated from dutch to english: "bd insyte autogard bc ref 381034 was used on the patient. When the user wanted to remove the needle and press the button, the needle will not retract."